Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The argon dual lumen PICC was inserted into this patient without difficulty. Blood was drawn and the needleless endcap replaced. Approximately 2 hours later the bed was found to be wet with tpn, and the line was examined. The hard plastic hub was found to be cracked and leaking. No unusual force was used to replace the endcap during the blood draw. It should not have cracked under the circumstances of normal use, and this line was treated with the same care as all our other piccs.